Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 41 mg/dl. Reportedly, customer inadvertently entered in the incorrect amount of carbohydrates which caused to large of a bolus. Reportedly, customer attempted to self-treat by consuming carbohydrates; however was treated intravenously with fluids of saline and insulin at the ER. Customer was released from the ER the same day with no permanent damage. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.